Manufacturer narrative:
The axium prime coil will not be returned for evaluation as the coil was implanted in the patient; therefore, no definitive conclusion can be drawn regarding the clinical observation. Additional information was requested regarding this case; however, unable to obtain any detail.

Event description:
Medtronic received information during coiling treatment of cerebral aneurysm, the pushwire of coil stuck inside the instant detacher. It was reported that the physician used the instant detacher to detach an axium prime coil. The coil was detached successfully but the pushwire could not be unloaded from the instant detacher. The pusher was removed from the patient successfully. The pushwire broke inside the instant detacher while pulled out the instant detacher forcefully from the pushwire. New device was used, and procedure was completed. No patient injury was reported.

Manufacturer narrative:
The device was returned for evaluation and the clinical observation was confirmed about pushwire stuck inside instant detacher. As received, a portion of the pushwire was found stuck inside the instant detacher cap and extending out from the instant detacher cap. During evaluation, the instant detacher was taken apart and the pushwire was found to be bent inside of the instant detacher cap. The pushwire segment was pulled into, and removed from the instant detacher cap. Based on the device analysis, the bend in the pushwire led to the reported event; however, the cause for the bend in the pushwire could not be determined. The customer did not report any difficulties inserting the pushwire into the instant detacher cap, and no dif ficulties were reported during detachment of the implant coil. It is possible that the customer inadvertently pushed back on the proximal tip of the pushwire causing it to become bent within the instant detacher cap. The bend subsequently prevented the removal of the pushwire segment from the instant detacher cap. All products are 100% inspected for damage and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.